Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient's wife/reporter contacted animas to report that the patient had unexplained elevated blood glucose reading of 500 mg/dl while on insulin pump therapy. At the time of concern, the patient had mild nausea and increased urination and thirst. The patient reportedly took insulin shots to bring down his blood glucose reading to 102 mg/dl but within 4 hours his blood glucose was elevated to 500 mg/dl again. The patient was not available to troubleshoot the subject pump. Animas made several attempts to contact the patient via phone. A letter was sent to the patient, requesting a callback. This complaint is being reported because, the patient had elevated blood glucose reading over 500 mg/dl while on insulin pump therapy. The pump cannot be ruled out as a contributor of the incident.